Event description:
It was reported that this patient's hip was revised approximately 8 years 7 months post operation. It was stated that there was loosening causing an inlay change and acetabular floor reconstruction.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and acetabular loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, or product information were not provided. H6: health effect - clinical code, component code, type of investigation.